Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The reported malfunction was observed during testing, however, the reported problem could not be duplicated. The device's high voltage module and an interconnect flex cable were replaced as a precaution. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.